Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2012, patient underwent posterior lumbar interbody fusion from vertebrae l5 to s1. Reportedly, the patient was implanted with rhbmp-2/acs in this surgery. The rhbmp-2 collagen sponge was placed outside a cage (in the disc space and over the transverse processes and sacral ala). Allegedly patient's post-operative period has been marked by a period of improvement, followed by progressively worsening low back pain, with tingling and numbness in his right leg and toes. Patient continued to experience chronic lower back pain, radiating pain, numbness and tingling in his legs, and foot drop on the right. The patient is unable to sit, stand or walk for extended periods, and has a lifting restriction. The patient also suffers from bladder dysfunction.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6)2012, the patient was pre-operatively diagnosed with l5-s1 annular tear and disc prolapse with bilateral lower extremity radiculopathy, left greater than right and underwent the following procedures: 1) left l5-s1 laminotomy and microscopic diskectomy, posterolateral arthrodesis l5-s1 with rhbmp-2 and autologous iliac crest bone graft, placement of epidural catheter. 2) anterior lumbar interbody arthrodesis l5-s1 planned via retroperitoneal approach with machined allograft spacer, bone morphogenic protein, and synthes antegra anterior tension band instrumentation. As per op-notes,¿ a 13-mm machined allograft spacer was selected. A small hole was drilled in the cancellous core and a half of an rhbmp-2 sponge was placed within the core of the spacer. The spacer was draped in a rhbmp-2 sponge and it was introduced with 3-mm of posterior offset. Following this, the last rhbmp-2 sponge was placed anteriorly and laterally and a 41-mm lumbosacral plate was secured in place with four 26-mm screws. The entire construct was locked into place and visualized with fluoroscopy in the ap and lateral planes.¿ the patient tolerated the procedure well without any intra-operative complications.